Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling na.

Event description:
This is filed to report a clip that opened during establishing final arm angle (efaa). It was reported that during device preparation of a mitraclip procedure, the clip continuously opened to about 60 degrees, going from a neutral knob position during establish final arm angle (efaa). Several attempts to troubleshoot presented the same result. The clip was replaced to complete the procedure. There was no patient involvement. No additional information was provided.